Event description:
During an artisan evaluation, a surgeon was evaluating the effectiveness of the cement gun for pressurization. The simplex bone cement was still in a doughy state when the surgeon squeezed the gun handle in rapid succesion. Nothing was noted at this time. Approx 5 min later, the surgeon went to disassemble the cartridge from the gun and found the gun ratchet mechanism slightly bent. This event did not occur during a surgical procedure.